Manufacturer narrative:
Visual and functional analysis was performed on the return device. The reported difficulty to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficult to remove could not be determined. Factors that contribute to difficult to remove vessel, include, but not limited to, device interaction with patient anatomy, tissue or suture caught in foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an venotomy closure of a left common femoral vein using the pre-close technique via a 7f sheath hole prior to an interventional ablation procedure. Reportedly, two prostyle devices were deployed without issue. However with the second prostyle device, the foot was retracted and an attempt was made to remove the main body, however there was significant resistance, and the device could not be withdrawn. While pushing the body and repeatedly deploying and retracting the foot, the device was eventually removed. The sheath was upsized to a large-bore sheath, and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.